Manufacturer narrative:
A covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. The customer reported that he could not duplicate the error code. Tse recommended to run the unit on test lung and call if vent has any additional errors. The customer has not reported any additional information. (B)(4).

Event description:
A report was received from the USA stating that an 840 ventilator stopped cycling. The ventilator was not in use on a patient at the time the malfunction occurred.